Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement. Additionally, high ra threshold measurements were observed. The patient had reported not feeling quite right, however, the patient was not pacemaker dependent. Ra loss of capture (loc) was suspected. The physician elected to increase ra outputs and a follow up appointment was scheduled. Subsequently, a revision procedure was performed approximately two weeks later. The ra lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.